Event description:
A gore eval of explanted gore excluder aaa endoprostheses found a wear-related hole on the ipsilateral leg of the trunk. The devices had been explanted on (B)(6) 2012 due to continued aneurysm enlargement.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications. Explant eval summary: the device/device fragments were subjected to an enzyme digestion process to remove biologic debris. Following digestion all device/device fragments were examined for material distributions with the aid of a stereomicroscope. The following wear related disruptions were identified: one hole and disruption of the surrounding bonding tape on the ipsilateral leg of the trunk.